Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer, microbiological test results, and based on the device evaluation. The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. The hygiene microbiological investigation report indicated the channels of the scope were cultured and testing detected = 1 cfu/ml of aerobic microbes, anaerobic microbes, and mold/yeast. The sample was absent of the following: escherichia coli, staphylococcus aureus, pseudomonas aeruginosa, and bile-tolerant gram-negative bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the biopsy channel had a foreign material and the bending section cover had a leak. Updated fields: b5, d8, d9, h3, h4, h6, h10.

Event description:
In all patients in which the incorrectly reprocessed endoscope was used, the cultures were negative. One patient was on prophylactic antibiotics as he was immunocompromised. The patient underwent a fibrobronchoscopy and was already taking antibiotics on admission due to their characteristics. There were no other isolations in other culture media. The device was quarantined after the positive culture was observed and was not used in any procedures.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that the device was quarantined and was not used in any procedure while testing was in progress or after the positive culture result. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump. The device passed the leak test. During manual cleaning, the device was rinsed prior to disinfection and the detergent used was from olympus. The instrument/suction channel, suction cylinder, and instrument channel port were brushed. The disinfectant used was sanit escope and the channels were flushed with tap water. The concentration and expiration date of the disinfectant were controlled. The automated endoscope reprocessor (aer) used was an olympus mini with endodet detergent and endodis disinfectant. There were no reported defects on the aer. All channels were connected with tubes when setting up the device in the aer. The water quality and if the filter was replaced periodically, in accordance with the instructions for use, are unknown. The device was dried by clean compressed air and stored in a simple cabinet. Olympus is the maintenance company. The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis lucera bronchovideoscope tested positive for burkholderia latens and paenibacillus spp. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user culture results reports were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The foreign material could not be identified and a root cause for why it remained on the device could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.